Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and functional test were performed. The device presented a continuous alarm during functional testing. The damaged sensor board was also identified during the functional test and was determined to be the cause of the continuous alarm. The cause of the damaged sensor board was not determined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged sensor board. No additional information is available.